Event description:
It was reported that the patient was feeling a shocking sensation throughout the day. It was noted there was an atrial lead warning due to high impedance. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: addr01, implantable pulse generator (ipg), implanted: (B)(6) 2010. A 5092, implantable pacing lead, implanted: (B)(6) 2001. (B)(4).